Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced front cover, rear case, left handle, barrel clamp, left iui, left iui seal, right iui, top disk holder, tube drivearm, and latch spring. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the syringe front cover. A review of the device history record showed the device had a manufacture date of 23aug2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Addition of h7 and h9.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. Based on the findings, the allegation was confirmed. Damage to the front case, handle, and latch was found. In addition, damage to the barrel clamp assembly and iui contamination were found in connection to the reported allegation. This report is reportable based on the findings of damage to the barrel clamp assembly and iui contamination. A follow-up report will be sent once the investigation including device history review is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.